Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on (B)(6), 2025. The patient was stable throughout.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No programming changes made were reported. The patient status was unknown.